Event description:
Information received by medtronic indicated that the insulin pump had crack at reservoir compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump was returned for alleged damage to the retainer ring on jun 24, 2021. Insulin pump passed the displacement test and p-cap locks properly into reservoir. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked retainer (small chip on surface), keypad overlay texture damage, and minor scratches on window. Damaged retainer ring confirmed. Tested ok.